Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed with naked eye with a broken occluder foot noted. Functional testing including leak testing, clear passage testing and clamp function testing were performed. Leak testing and clamp function testing failed due to the broken occluder foot. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported issue of leak was verified. The cause was due to the broken occluder foot. The cause of the broken occluder foot was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set was damaged and leaked liquid at the twist clamp during peritoneal dialysis therapy. The device had been in use for about three months. There was no patient injury or medical intervention associated with this event. No additional information is available.